Event description:
It was reported that the customer's fill estimate was inaccurate. Tandem technical support reviewed pump data and found that pump was working as intended. However, the customer still disagreed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted, if the device has been received.